Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, missing a lip ring piece from the res compartment and o-ring came out when customer was removing the reservoir. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. We were unable to perform displacement test or occlusion test due to physical damage. The insulin pump was received with minor scratched display window and case.